Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Therefore, a revision procedure was performed. However, attempts to reposition the lead were unsuccessful. A new lv lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.